Event description:
It was originally reported by the patient that they had tooth pain which lead to an unnecessary root canal. The pain was resolved by disabling the generator. Two years after this event, under the assumption that the device was still disabled, the patient reported coughing up blood and being unable to speak. Per the patient, the doctors observed inflammation in the patient's throat but did not believe it was due to the vns. Again, per the patient, the surgeon reportedly removed the device in (B)(6) 2025. The patient reported that their symptoms greatly improved within a few weeks after removal; however, there is still part of the lead remaining (likely electrodes) on their nerve that causes some occasional pain. Based on available setting history for the patient, there is no record of the patient's device being disabled at any point in time.